Manufacturer narrative:
From the initial complaint; the spin-plate fractured during the procedure. The surgeon used a 14mm implant; he could not get it to be recessed from the anterior cortex of the vertebral body. The implant remained flush with the anterior part of the spine. When he engaged the spin-plate, the feet on the face of the spin-plate fractured while rotating the spin-plate into position. The spin-plate was left at about a 75 degree angle instead of fully engaged at a 90 degree angle. The surgeon put an anti-kick plate on the front as the extra security for the spin-plate malfunction. The implant wasn't recessed at least 3mm so the spin-plate was being engaged through entirely anterior cortical bone, instead of cutting through a layer of cortical bone into cancellous bone. This increased the stress on the plate when approaching its final position, which caused the plate to fracture. Two factors that play into this type of complaint are pts with hard (sclerotic) bone, and surgeons using a larger size spin-plate (i.e. A 16mm spin plate with a 14mm cage, instead of a 14mm spin-plate). Both of those place additional stress on the spin-plate. No review of the implants involved in the incident will be conducted as the implants were used to complete the surgery, and are not available for evaluation.

Event description:
The instrument interface on the spin plate fractured when the surgeon attempted to rotate it into position.